Event description:
It was reported that pump touchscreen was cracked and shattered after pump was dropped on ground, although customer was still able to interact with pump despite damage under screen protector. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate insulin method if necessary.